Event description:
Patient was admitted to the hospital on (B)(6) 2019 with cerebrovascular accident and agitation. Catheter was inserted on (B)(6) 2019 in the right forearm. On (B)(6) 2019, the patient's attendant complained to the staff that the dressing was not intact. The staff assessed the dressing and identified that the catheter (outer teflon) was broken and remained inside the patient's vein. An ultrasound was performed and confirmed the location of the broken catheter. Patient was scheduled for procedure by the vascular physician to surgically remove the catheter from the patient's vein.